Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.